Manufacturer narrative:
Data review showed that run #(B)(6) had a delayed CT value which indicates a sample with a viral concentration near or below the test¿s limit of detection (lod). Upon a holistic review of the dataset, it can be seen that the instrument is performing as expected. Due to the sample having a low viral concentration, the discrepancy may be due to the difference in sensitivity as well as detection technologies between the cobas liat and the cepheid.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged a discrepant result when using the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system. The initial patient sample was tested on the cobas liat and generated sars-cov-2 positive, influenza a negative, and influenza b negative results. The same sample was repeated on another platform (cepheid) and generated sars-cov-2 negative, influenza a negative, and influenza b negative results. The results were reported to the patient and or/ medical personnel treating the patient. No harm has been reported. An investigation was conducted to evaluate the customer¿s allegation. Per FDA¿s eua guidance, 1 MDR will be filed.